Event description:
It was reported that, shortly after implant of this inflatable penile prosthesis, the patient began experiencing pain. This pain occurred in the area of the reservoir when the device was in a deflated state. To mitigate the pain, the cylinders were left partially inflated. Subsequently, a bulge developed in the left cylinder near the location of the original corporotomy. Upon in-clinic evaluation, air was found in the pump. The device was explanted and replaced with a new ipp. At explant, it was found that the top layer of the cylinder was perforated, air in the pump was confirmed, and the reservoir was folded in half. The physician believes the cylinder may have been nicked at implant while the initial implanter was suturing the incision. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the event cannot be established. The reported patient symptom is known risk associated with the procedure and indicated in the labeling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The kink resistant tubing (krt) of both cylinders were worn down to the filament. Cylinder 1 had broken fabric threads in the middle of the cylinder body; bulge was present when inflated with syringe. Cylinder 1 was not a pressure test due to that bulge was identified. The cylinder body of the cylinder 2 observed to be in the curve shape (smiley) when inflated with syringe and pressure tested; no leaks were found. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and did not pass the activation test-2. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir kink resistant tubing (krt) was worn down to the filament. The reservoir has wear at a fold (taco fold) in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. Product analysis confirmed the reported event related to bulge, air in system/component, and inflation issue but was unable to confirm the reported event related to migration, pain, fluid leak and hole/perforated.

Event description:
It was reported that, shortly after implant of this inflatable penile prosthesis, the patient began experiencing pain. This pain occurred in the area of the reservoir when the device was in a deflated state. To mitigate the pain, the cylinders were left partially inflated. Subsequently, a bulge developed in the left cylinder near the location of the original corporotomy. Upon in-clinic evaluation, air was found in the pump. The device was explanted and replaced with a new ipp. At explant, it was found that the top layer of the cylinder was perforated, air in the pump was confirmed, and the reservoir was folded in half. The physician believes the cylinder may have been nicked at implant while the initial implanter was suturing the incision. No patient complications were reported.